Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-04037 for the other associated device information. It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for the advanced stage parkinson¿s disease. The procedure date is unknown. According to the complainant, on (B)(6), 2011 during a routine replacement of the j-tube it was noted a bezoar formed on the suture, the weight of the tip caused damage and ulcerated the intestinal wall. Surgeon had to remove part of the intestinal wall. The patient was sent home and is scheduled to have a new j-tube placed at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.